Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that customer skipped a meal and did not make any adjustments on pump. Customer¿s blood glucose was 50 mg/dl. Reportedly, customer set a temporary basal rate to deliver less insulin. Recommendation was made to consult with healthcare provider regarding diabetes management.